Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had an unexpected restart alarm and button error alarm on the insulin pump. Customer's blood glucose was 238 mg/dl at the time of the incident. Customer stated that a temp basal was not programmed before the unexpected restart alarm. Customer stated that the pump was not stored or not in use if an extended period of time. Customer stated that the alarm did not occur shortly after inserting a new battery. Customer stated that the alarm is recurring during normal pump use. Customer stated that when he pressed the button on the pump, he did not get any response out of them. Customer was pushing it earlier and he got an unexpected restart alarm. Customer stated that he was on a roller coaster and when he got off the ride, he received the alarm. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.